Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017 submitted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported for right side "hypoechoic and circumscribed oval nodule, without flow to the doppler study, at 7/8 hours in the right breast, adjacent to the fibrous capsule", "benign-looking calcifications", "patient reported that when performing the imaging exams, patient was informed that what was inside the device was not seen in any other prosthesis", "magnetic resonance result found a rupture", "small cyst". The device remains implanted.